Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far field oversensing on the right atrial (ra) channel. This ICD remains in service. No adverse patient effects were reported.